Event description:
It was reported that the patients paddle lead had high impedances. Turned the device on and off, yet impedances remained the same. Fractured lead was suspected; hence, x-ray was taken with no results yet.

Event description:
It was reported that the patients paddle lead had high impedances. Turned the device on and off, yet impedances remained the same. Fractured lead was suspected, hence x-ray was taken with no results yet. Additional information was received that the patient underwent a spinal cord stimulation (scs) lead replacement procedure. The patient was doing well postoperatively. The explanted lead will not be returned as it was not released by the facility.

Manufacturer narrative:
Sc-8336-70 (sn: (B)(6)). The returned lead was analyzed and visual inspection revealed that the proximal end of the lead was bent/fractured between contacts 2 and 3. It appears that excessive mechanical force was exerted onto the paddle lead proximal array, resulting in the fracture and deformation of the contacts. The deformed contact damage was most likely due to the use of surgical tool. With all the available information, boston scientific concludes that this investigation the allegation of high impedances has not been confirmed. The lead passed continuity test. Damage to the proximal array caused the inability to insert the lead into the ipg header. It appears that excessive mechanical force was exerted onto the paddle lead proximal array, resulting in the fracture and deformation of the contacts. The deformed contact damage is most likely due to the use of surgical tool. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patients paddle lead had high impedances. Turned the device on and off, yet impedances remained the same. Fractured lead was suspected; hence x-ray was taken with no results yet. Additional information was received that the patient underwent a spinal cord stimulation (scs) lead replacement procedure. The patient was doing well postoperatively. The explanted lead will not be returned as it was not released by the facility.